Event description:
Customer stated "doesn't shut off." The product has not been returned for investigation. The customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.